Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having pain at the stimulator site. The caller stated the patient has been to the emergency room about six times due to pain in their middle back. At the patients appoint the patient was told that everything looks fine, however the patient had stated they wanted the system removed. The patient was directed to follow up with their primary health care provider. Additional information was received from the patient on (B)(6) 2017. It was reported that the patient was having difficulties using the device and that they were having severe pain. The patient reported that the device in their back was not functioning properly and that they could not get it to work. The patient was disappointed because they were having a hard time contacting a manufacturer representative. No further complications are anticipated.